Event description:
This patient was scheduled for a peripheral procedure for 0800. After doing the time out process the monitor/x-ray failed to work. The machine needed to be re-started multiple times. The physician decided to end the case. The equipment came back up. The md also mentioned the need to get further information from another facility regarding the stents that were previously placed in the patient's left leg. Md also mentioned to re-schedule the case for later this pm. The patient as well as the family members were informed by the physician. The machine was rebooted and the x-ray equipment worked.